Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but was difficult to release from catheter. Reportedly, the catheter was agitated, the handle was manipulated, scope angle was adjusted, and the clip eventually released and deployed onto tissue. The same issue occured with the second and third resolution 360 clip devices. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.